Manufacturer narrative:
An event of a guide wire unravelling inside the patient and unspecified tissue damage was reported. No device was returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported incident could not be determined. It is possible that procedural circumstances, such as excessive force and/or incompatible device used, however this cannot be determined. A serious injury/illness/impairment was a result of case specific circumstances, as the intervention is unknown. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, an amplatzer guidewire was chosen as a rail for a non-abbott device implant. During procedure, when the physician tried to pull the wire out it unraveled in the body. It did come out in one piece.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an amplatzer guidewire was chosen as a rail for a non-abbott device implant. During procedure, when the physician tried to pull the wire out it unraveled in the body. It did come out in one piece.